Event description:
Oversensing of noise on the atrial channel can be seen on home monitoring. The atrial oversensing caused inappropriate atrial monitoring episode detections. A full lead evaluation in person was recommended. Pacing impedance is steady, shock impedance has trended up slowly in the last year. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.